Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was reservoir volume discrepancy. There were no symptoms. The device was interrogated on 07/11/2011 and resulted and the pump programmer read out indicated only 4.9 ml when the clinical had recently refilled pump and decreased the daily dose. No interventions were performed. The drugs used in the pump at the time of the event were infumorph and bupivacaine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.